Event description:
Related manufacturer report number: 2017865-2024-72720. Related manufacturer report number: 2017865-2024-72721. It was reported that the patient had infection and erosion. The entire pacemaker system was explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report, manufacturer report number: 2017865-2024-72719, the product that was reported previously is a non-sjm product.